Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note stating, "failed cassette loading mechanism test and s233 malfunction alarm". No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 (over temperature-psc) malfunction alarm code was noted in the device history and the fan was not functioning. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature-psc) malfunction alarm code was noted in the device history. Further testing found that the device fan was not functioning. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.